Manufacturer narrative:
After further review it was determined that this complaint is not reportable, the device would convert to battery power if the ac power was lost. There was no mention of loss of battery or loss of power as a result of losing the ac connection.

Event description:
During a recent site visit by a bd representative; biomed reported that the devices power cord was able to be pulled out and lose ac connection when attached to a patient .although requested no other event details were provided by the customer however the customer stated that ¿the event occurred earlier this year, sometime in the spring and unfortunately we don¿t have a lot of information."

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
During a recent site visit by a bd representative; biomed reported that the devices power cord was able to be pulled out and lose ac connection when attached to a patient. Although requested no other event details were provided by the customer, the customer stated that ¿the event occurred earlier this year, sometime in the spring and unfortunately we don't have a lot of information."